Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported a revision of pe-inlay and hip-head right side because of loosening of pe-inlay, decentration of hip-head, synovialitis, metallosis, adhesions, and contracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. X-rays were reviewed and the allegation can be confirmed. It is often common that during disassociation events that noise and be heard having the femoral head articulating directly on the acetabular head, the bearing wear cannot be confirmed by -x-ray. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Event description:
On (B)(6) 2019, the patient had a revision right hip, synovectomy, debridement, and release to eliminate contracture, to address inlay loosening with decentration of the femoral head, synovitis, metallosis, adhesions, and contracture. The indications for surgery noted the patient had a squeak. The acetabular liner and femoral head were revised. During the procedure, the surgeon noted the acetabular liner was loosened and had broken off at the edge. The ceramic femoral head was noted to be abraded (wear).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. X-rays were reviewed and the allegation can be confirmed. It is often common that during disassociation events that noise and be heard having the femoral head articulating directly on the acetabular head, the bearing wear cannot be confirmed by -x-ray. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 21- may 2014. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: april -2019. 5) IFU reference: 090200701. Device history batch : 1) quantity manufactured: (B)(4). 2) date of manufacture: 21- may 2014. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: april -2019. 5) IFU reference: 090200701.